Event description:
A patient reported they cannot increase the intensity. It was noted the stimulation was off. The patient stated they don't really pay attention to if the setting was comfortable. When the stimulation was turned on the patient stated it was too strong. The patient pressed the decrease key to a lower setting and said it is now comfortable. The patient reported a return of symptoms and stimulation being too strong. The patient noted the symptoms were sudden in on set. The patient is implanted or urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.